Manufacturer narrative:
(B)(4). D10: 00585004301 - distal femoral xt component size c left use with polyethylene insert xt size c use with xt only for cemented use - 67524738. 00585003014 - articular surface with segmental hinge post size c 14 mm height - 66601091. 00588000500 - size 5 precoat cemented tibial component - 67243960. 00585205014 - fluted stem extension straight precoat for cemented use only 14 mm diameter 130 mm length - 67740616. 00598801016 - 16mm diameter 100mm length straight stem extension combined length 145mm - 67638151. 00585204030 - stem collar 30 mm o.d. For use with 16 mm or smaller diameter segmental stems - 67348514. 00585004603 - segment with male/female taper 30 mm length - 67753852. 00585004604 - segment with male/female taper 40 mm length - 66018620. 00801102032 - allen medullary cement plugs 1-32 mm diameter flange/16mm diameter core store in cool dry place - 65725543. 00801102032 - allen medullary cement plugs 1-32 mm diameter flange/16mm diameter core store in cool dry place - 66528224. 00223200418 - cable cerclage cable with crimp 1.8 mm dia. 635 mm length - 67849377. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery and subsequently passed away on an unknown date following the surgery due to medical complications. Attempts have been made and all available information has been provided.